Event description:
It was reported that during the use of the device for a non-clinical activity, the unit went dead when unplugged. The batteries were dead. This did not occur during a case. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Add'l info: the perfusionist indicated the power light emitting diode (led) light was yellow on the front panel of the unit. The fsr replaced the suspect batteries and returned the batteries to the MFR for further eval.